Event description:
It was reported the pt has not charged her scs system for months and is no longer receiving stimulation due to no communication between the pt programmer and scs ipg. The pt was scheduled to meet with the physician. A replacement charging system was sent to the patient. Follow-up is pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-0762012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.